Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: observed an opening on posterior assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: crease flat and stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "a right -side pain/capsular contraction baker grade iii/IV." Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported "a right -side pain/capsular contraction baker grade iii/IV." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b,h6.

Event description:
Healthcare professional later reported right side rupture. Device has been explanted and replaced.